Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had an issue with controller where the amplitude will go up and down on its own. The patient noted that the ins was working until the (B)(6), when they started having major breakthrough pain and could not walk and their ankle gave out. The patient said that she then told a rep about this, she says she put a call in on (B)(6) and then they talked to them on the (B)(6) and they told them that my ankle had given out and my breakthrough pain, so on the (B)(6) they helped me adjust it over the phone. The patient said that it was not known at this time, but the issue of the pain returning could be due to the issue of the stimulation has been turning off on its own and they want me to get the controller exchanged. The patient stated she saw a different rep on (B)(6) in the doctor's office and that was when they realized the stimulation was turning up and down on its own and they remember then on (B)(6) they saw it was at 0.1v so it had been turning up and down on its own. The patient says that she met with the rep on (B)(6), and they were suspecting that the stimulation was moving on its own and when they were changing it was going up on its own and went to approximately 5. Eventually they needed the controller exchanged. They did say that the rep had her take battery pack out to reboot the controller as well but this didn't fix the issue. No medical or therapy problem was associated. No symptoms were reported. No further allegations/complications were reported.